Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded with no balloon cone transition present. The balloon catheter was prepped with an inflation device filled with water to inflate the device to rated burst pressure. The balloon was able to be inflated and maintained pressure as well as deflated with no issues. The length of the balloon also met product specifications.

Event description:
It was reported that the balloon length was incorrect. This 6.00mm x 8mmnc emerge balloon catheter was selected however during the procedure when inflating the balloon, the length of the balloon was about 12mm instead of 8mm. The procedure was completed with a different device and no patient complications were reported.

Event description:
Event summary: it was reported that the balloon length was incorrect. This 6.00mm x 8mmnc emerge balloon catheter was selected however during the procedure when inflating the balloon, the length of the balloon was about 12mm instead of 8mm. The procedure was completed with a different device and no patient complications were reported. Patient status: no patient complications were reported.